Event description:
Reporter alleged obtaining a result of 729 mg/dl on a patient from the lab system and another result of 63 mg/dl on the same patient thirteen minutes later using the inform system. Reporter alleged that on another day, another result of 56 mg/dl was obtained on the patient using the inform system and eleven minutes later, a result of 390 mg/dl was obtained on the lab system. Reporter stated that the customer was treated with 5 units of d50 after one of the meter results were obtained, but could not provide any other information because the patient began coding. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for one of the suspect devices used (lot number 550883, expiration date 04/30/2010). Reference medwatch report with a1 patient for other suspect device used.